Event description:
It was reported that this patient had received a previous inappropriate shock due to oversensing of lower signal amplitudes. Recently, the patient received an additional inappropriate shock due to possible electromagnetic interference or muscle noise. In addition, smart pass has been turned off multiple times in the past. At this time, the system was reprogrammed to alternate sensing vector and system evaluation was recommended. No adverse events were reported.

Event description:
This supplemental report is being filled to include device explant information. No additional adverse events were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. It was noted that there were bubbles noted within the polycin vorite int he notch area. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient had received a previous inappropriate shock due to oversensing of lower signal amplitudes. Recently, the patient received an additional inappropriate shock due to possible electromagnetic interference or muscle noise. In addition, smart pass has been turned off multiple times in the past. At this time, the system was reprogrammed to alternate sensing vector and system evaluation was recommended. No adverse events were reported.